Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient alert was delivered due to non-sustained oversensing on the right ventricular channel. An increase in capture that resulted in intermittent pacing on the rv channel was also noted. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.